Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient representative has reported patient experienced events of ¿pain¿, ¿left breast had irregularities¿, ¿burning¿, ¿tingling¿, and ¿rupture.¿ patient representative additionally reported ¿fever¿, this event is not device related. This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative has reported patient experienced events of ¿pain¿, ¿left breast had irregularities¿, ¿burning¿, ¿tingling¿, and ¿rupture.¿ patient representative additionally reported ¿fever¿, this event is not device related. This relates to the left device. Device has been explanted and replaced with non allergan device.